Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted during the investigation. The review of DHR records indicated the device met all final release criteria at the time of manufacture. The IFU contains the following statements: "connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug." "Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug." The observed failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user mishandling (due to twisting the plug upon connection or removal). This action results in damage to the pins internal to the socket and may crack or damage the housing.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device transducer plug was observed to be damaged and is non repairable. The user was advised to obtain a replacement (new plug). Based on evaluation findings, the reported failure root cause likely attributed to users handling issue and or maintenance.

Event description:
It was reported that the device plug was found smashed. The issue occurred during reprocessing. There was no patient involvement on this report. No user injury reported.